Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was elevated while wearing the pod between 36 and 48 hours. The pod caused pain and discomfort and the needle felt like it didn¿t go in properly. The caregiver alleged that the pod failed to delivery insulin properly. It also reportedly caused a bump and redness at the insertion site. The caregiver stated that the insertion site is usually prepped with an alcohol wipe. Receipt of ¿sensor not found" alerts were also reported. The patient had to resort to their back-up method of managing their diabetes or manual injections. The patient was able to successfully resume treatment.